Manufacturer narrative:
Additional information b5: the customer provided additional information stating the device had accurately displayed "treatment completed" and "downstream occlusion¿ but there was no audible alarm. The customer also provided that the event occurred in the intensive care unit and there was no patient harm. The customer biomedical technician had examined the device and discovered the ribbon cable was not seeded correctly, causing the problem. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported no audible alarms for occlusion or when treatment is completed, which was verified during evaluation. The cause was determined to be a damage to the rear case flex. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had no alarms for occlusion or when treatment completed at the treatment area. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.